Event description:
Microbial contamination within the architect system (architect i2000 / i2000sr processing modules and architect wash buffer) through generation of folate-like by-product (microbial folate) may cause architect folate results (quality control and pt results).

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.